Event description:
Unable to speak with the pt/layperson, this senior medical affairs specialist will send a letter and has reviewed the customer care advocate's (cca's) documentation. The pt alleged his onetouch ultra meter result of 226 mg/dl was low compared to the hospital rehab's meter, 314. Reportedly, a finger stick blood sample was used on both meters, date not provided. The variance between the two results is within the expected range of <=30%. The pt's rehab is for a broken foot. The pt also alleged that in early 2009, he bolused insulin based upon a result at 11:30pm (amount and type of insulin and blood glucose results not provided). At 3:00 a.m, the next day, the pt "passed out, was disoriented, and fell out of bed" injuring himself. It is unclear if the pt was asleep or awake when he reportedly "passed out" or if his current broken foot is related to this event. At some point, he drank milk and called emt. The pt alleged the result at 11:30pm was "wrong." He provided no details or other info. Because the pt alleged he based his bolus of insulin on a "wrong" result and implied that he became hypoglycemic three hours later, injuring himself falling out of bed, the complaint is classified. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.